Event description:
It was reported that a pump went blank during an infusion with a patient. It was also reported that there was no patient injury or adverse event. No further information could be gathered relating to the event.

Manufacturer narrative:
Manufacturer reference number: (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.